Manufacturer narrative:
The received device had the cannula assembly not deployed. The downloaded data showed that the device ran 45 first prime pulses and was deactivated after completion of the first priming sequences. No bends or kinks were observed in the soft cannula. Following clearance of crystallized insulin in the formed needle, fluid was able to flow through the fluid path with no signs of struggle. Cracks were observed in the top housing, but these did not affect the function of the device. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 21 mmol/l (378 mg/dl) while wearing the pod longer than 48 hours on the back. Multiple corrections were administered using the pod but the patient¿s bg levels did not decrease. The pod was removed and the cannula was noted to be bent. A new pod was applied to treat the hyperglycemia.